Event description:
A hospital in (B)(6) reported, via a distributor, that the dry line tube of an rt204 adult breathing circuit was missing from the circuit kit package. This was noticed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned rt204 adult breathing circuit kit was visually inspected for a missing dry line tube. Results: the investigation confirmed that the dry line tube was missing from the returned breathing circuit kit. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that the dry line tube was omitted during the assembly process. The new standard operating procedures (sops) have been put in place to assist the operators on the production line to correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. (B)(4).